Manufacturer narrative:
Rod lens was dirty; floating debris found on lens. No evidence of customer stated overheating issue. Scope was tested with a karl storz light source at 100% for 30 mins and was not hot to the touch. It is possible that debris occluded light output causing a heat buildup and burn occurred when dr allowed scope to make contact with pt's nose.